Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Evaluation of returned device found component to be within appropriate design specification. It is not possible to determine the cause of the reported incident. It is likely that the force exerted onto the handle, by mallet strikes, led to the grooves seen in the anchor body, as well as the tight fit encountered at the time of review. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, pre-drill, awl, or tap."

Event description:
It was reported that patient underwent an unknown sports medicine procedure on (B)(6) 2012. During the procedure, the surgeon had difficulties getting the handle of the fixation device to detach from the implant. The procedure was eventually completed using a screw that was on hand, but only after a delay of more than half an hour had occurred.